Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the image failure (distorted/noisy image). The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because a problem occurred in the video transmission between the endoscope and the processor. This was likely caused by the faulty cable. The cause of the fault was not determined, however. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to the olympus repair center. The evaluation confirmed the customer¿s reported problem, the image is distorted/noisy when touching the cable unit. The investigation is ongoing. However, if additional information becomes available this medical device report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have an alternate equipment prior to use.

Event description:
Olympus (oci) was informed that the customer high-definition autoclavable camera head has ¿loss of image, lines on the screen, image freezes. Connector.¿ the customer reported problem was found during preparation for use. No death, injury or harm was reported to olympus.